Event description:
In 1981 the patient had placed bilateral gel filled implants. In 1982 she developed tremors, lymphadenopathy, acne and increasing sensitivity to environmental stimuli. She developed fatigue, myalgias and stiffness of her extremities. The patient had a bilateral capsulectomy with the removal of both implants were found to be ruptured. On the left implant one could see a tear in the envelopeinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.